Manufacturer narrative:
The completed analysis confirmed that one opened sample of part number 1884004hr, from an unknown lot number was received with a residue consistent with biological contaminants on the device. The reported failure was that the tip broke off. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The detached portion measured approximately 0.24¿ in length, and the break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the last distal tooth while moving in a clockwise direction. There were no signs of misuse or mishandling and no evidence of concentricity issues or bends in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembly at the medtronic manufacturing sites. The analysis confirmed there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer was removing tissue with a tricut blade when the tip broke off; the fragment was retrieved without any harm to the patient before finishing the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.